Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their meter was reading high on (B)(6) 2014. The customer stated they had treated their blood glucose with manual injections. It was found changing the infusion site and set did not resolve the customer's high blood glucose. The customer also believed their insulin pump was not delivering the correct amount of insulin. Customer's blood glucose at the time of the call was 121 mg/dl. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump failed the high pressure test twice. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump is being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.